Event description:
Caller states he has three model 8-1053-60 devices that have issues. One is not working, two of them have a hole in them near buttons/'twitch'. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference reports: mw5159677, mw5159678.